Manufacturer narrative:
Additional manufacturer narrative: the device has not been return for evaluation. This is not a serialized device, therefore, a device history record (DHR) review cannot be done. Through follow up with the health care provider, it was learned this device had been in service for some time and may have broken due to wear and tear. It is unknown how long this device has been in service and how many cleaning and sterilization sessions it has been through. This is a universal handle. All of the current stock has been replaced with new product as it is not possible to determine the age and maintenance history for each device. The device is anticipated to be returned for evaluation. If new information becomes available, a follow up report will be submitted.

Event description:
Edwards learned through a follow up meeting with the customer that a universal handle reportedly broke in two pieces as the doctor was tightening it. [The handle broke while the surgeon was trying to position an aortic valve device for replacement.] The doctor proceeded with the case by replacing the handle. All broken pieces were accounted for per the doctor. Broken handle will be returned for evaluation. No patient information was provided.